Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing retainer o ring, cracked case-corner of belt clip rails, cracked keypad overlay, stained keypad overlay, serial number label missing and pillowing keypad overlay. Missing retainer ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the retainer ring on the pump, and the reservoir was not able to lock in place when inserted into the pump. The customer stated that the location of the damage was on the retainer lip ring. The customer reported a current blood glucose value of 325 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-332a, mmt-397a, and mmt-1884. Troubleshooting was performed for the high blood glucose, and the type of diabetes was a type 1. Troubleshooting was performed for the cosmetic damage, and the damage was impacting pump functionality. No further patient complications were reported. No product return is required for mmt-332a, and mmt-397a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.